Event description:
It was reported that this right ventricular (rv) lead exhibited shock lead impedance high out of range. Technical services (ts) was consulted and recommended a lead revision.the lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited shock lead impedance high out of range. Technical services (ts) was consulted and recommended a lead revision.the lead remains in service. No adverse patient effects were reported. Additional information was obtained, implant time scar tissue has grown around distal coil causing increased impedance.